Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a generator and a handpiece. It was reported that the system was arcing when they plug in hand piece and the unit needed to be sent in for repair. No patient involved.